Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor applicator problem when applying the adc freestyle libre sensor. Due to the sensor not being applied, while asleep, her fiance was unable to scan and monitor the customer's blood glucose. Additionally, the fiance was unable to wake up the customer. Upon the customer eventually waking up, a blood glucose of 53mg/dl was obtained on an unspecified meter and the customer experienced blurred vision and lost consciousness. The customer was administered glucagon by the daughter and fiance to treat her symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section device manufactured date has been updated based on returned product download. Sensor (B)(4), applicator and sensor pack have been returned and investigated. Visual inspection was performed on the returned sensor applicator. Upon visual inspection the sensor plug and sharp were removed from the sensor mount, indicating improper assembly. Visual inspection was performed on the returned sensor, the sensor plug was not properly seated. Successfully extracted data from returned sensor using approved software. Visual inspection was performed on the returned sensor pack and no issues were observed. No malfunction or product deficiency was identified.

Event description:
A customer reported a sensor applicator problem when applying the adc freestyle libre sensor. Due to the sensor not being applied, while asleep, her fiance was unable to scan and monitor the customer's blood glucose. Additionally, the fiance was unable to wake up the customer. Upon the customer eventually waking up, a blood glucose of 53mg/dl was obtained on an unspecified meter and the customer experienced blurred vision and lost consciousness. The customer was administered glucagon by the daughter and fiance to treat her symptoms. There was no report of death or permanent injury associated with this event.